Manufacturer narrative:
(B)(4). Investigation summary: one sample was returned for investigation. It was reported that this products tubing does not flush. The set was primed. The tubing and all of the junctions were analyzed for defects. No defects were identified. The failure was unable to be replicated. A device history record review for model 20019e lot number 20055329 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined because the failure was unable to be replicated. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp would not flush. The following information was provided by the initial reporter: material no: 20019e batch no: 20055329. It was reported that ports will not flush. Per customers response to acknowledgement letter: can you provide the date of event? (B)(6) 2020. In patient care due to having to get another set to use. Please provide a description of the event. Ports will not flush.